Event description:
During the insertion of an infusaport the catheter was cut by the physician while cutting the sutures, the catheter was located in the inferior vena cava.

Manufacturer narrative:
The device was not returned. The event appears to have occurred due to physician cutting the catheter.